Manufacturer narrative:
Qn#(B)(4). The customer returned an arterial spring wire guide (swg) and lidstock for analysis. No definite signs-of-use were observed. Visual analysis revealed that the returned guide wire was kinked. Microscopic examination confirmed the kink and revealed that the distal and proximal welds were spherical and intact. The kink in the guide wire measured 128mm from the proximal weld. The guide wire total length measured 350mm which is within the specification limits of 345mm-355mm per the guide wire graphic. The guide wire outer diameter measured .514mm which is within the specification limits of .508mm-.533mm per the guide wire graphic. The IFU provided with this kit states: "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The returned guide wire passed through a lab inventory 20 ga introducer needle. Little to no resistance was observed. A manual tug test confirmed the proximal and distal weld were attached. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide". The complaint of a kinked spring wire guide was confirmed through complaint investigation. Visual analysis revealed that the spring wire guide was kinked. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed, and no relevant findings were identified. Based on the observed damage and the customer report, user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was kinked during use. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was kinked during use. No patient harm reported. The device was replaced. The patient's condition is reported as fine.